Event description:
I had an essure procedure done. While doing the procedure in the office that was due to take about ten minutes, the doctor made a false passage through my cervix and the procedure took five hours. Most of the five hours was trying to stop bleeding. I think doctors should have been trained better on the procedure. After the procedure, I was told by the doctor to go to the hospital for the pain and bleeding I was having. They just gave me pain killers and sent me home. About a month after the procedure, I noticed was having non-stop headaches along with some lower back pain. I also still after a year later, bleed about three weeks out of the month whereas it was normal for me to have a four day period. Sex hurts now and I didn't have that problem before this, even after the birth of my son. Lastly my taste buds have changed. I thought it was due to me giving birth, but I have times when I've eating and the food tastes like a chemical or metal and I am the only person eating the food that tastes this. I feel all of these symptom have come from the essure.